Event description:
It was reported the patient had a major back surgery about 3 years ago. The healthcare professional (hcp) went in and were scrubbing out infection and pulled the catheter from it's intrathecal space and "left it hanging". The patient had excruciating pain for a year-and-a-half after the procedure. On (B)(6) 2010, 1-year after the major back surgery, the catheter was replaced. The pump was also replaced because it was approaching end of life (eol). The patient was given a 40 ml replacement pump. The outcome of the event was not reported. The pump was used to deliver an unknown medication. Additional information has been requested, but was not available as of the date of this report. A discrepancy was noted with the timeframe of dates, additional clarification has been requested.

Event description:
Additional information received later reported that the patient does not have any concerns with their device or therapy. The patient received assistance from their health care provider or manufacturer's representative. There was no current infection. The patient's prior refill was (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: catheter. (B)(4).